Event description:
Pt had pulse oximeter sensor on right index finger during MRI of brain. At the end of exam she said she felt a burning on her finger. Tech checked hand and oticed a reddening on pad of index finger. No blister at any time. Pt was not small enough to have sensor in the MRI bore with her yet she detected the burning sensation.